Event description:
Customer alleged the metal part for the brakes have worn out. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 65100, serial number/date code and age of product are unknown. The owner's manual part number 1150739 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumes preexisting medical condition states that consumer is recovering from a knee replacement. The consumes stability and medication regimen are unknown. The consumes technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the brakes allegedly no longer function and the wheels have worn out. The consumer has received a replacement rollator. No injury alleged.